Event description:
It was reported that a setscrew backed out of the bone screw an unk time post-op. The pt underwent a revision surgery to replace the hardware.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 at 10:04 with drain volume of 2362ml during cycle 4. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The setscrew has been returned to the MFR for eval. Analysis results are not available at the time of this report. A f/u report will be sent when the analysis is complete. A review of the device history records for this device was not possible without add'l device info. Analysis of radiographic images shows a long construct t7-l2 with setscrew loosening at l2.

Manufacturer narrative:
No pre-existing defects have been identified on the returned implants. The products returned show scratches and deformation typical of proper connection with a spinal rod. The mechanical threads of the setscrew and one of the bonescrew heads were found to be eroded, this erosion could have modified the mechanical strength of the connection with consequence the setscrew back-out observed. With the available information, the origin of the erosion cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.